Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with (B)(6) units of insulin on (B)(6) 2017, and the insulin gauge displayed an accurate fill estimate of over 120 units of insulin. Then, the insulin gauge displayed a fill estimate of over (B)(6) units, and after delivering a bolus, the insulin gauge updated to 115 units. The customer's blood glucose level was 124 mg/dl.